Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise and wandering baseline with the possibility of sense b noise. It was noted that various patient maneuvers were performed and noise was only reproduced in the secondary vector. The shock and oversensing occurred in the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, there have been additional episodes with signal saturations, floating baselines, non-physiological and over-detected artifacts which resulted in inappropriate shock. This shock had an impedance of 127 ohms, which was high within normal limits. Ts provided troubleshooting including recommendations for x-rays and in-clinic evaluation. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, x-rays were taken. Ts analyzed provided x-rays and noted that this system have to be replaced. According to additional information, several inappropriate shocks occurred due to noise oversensing, accompanied at times by an unstable baseline. During troubleshooting, myopotentials triggered by voluntary movements induced significant noise on the sensing vectors and even led to oversensing. The physician does not wish to perform a re-intervention on this patient but has requested the deactivation of her device and will proceed with its removal in the near future. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise and wandering baseline with the possibility of sense b noise. It was noted that various patient maneuvers were performed and noise was only reproduced in the secondary vector. The shock and oversensing occurred in the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, there has been an additional episodes with signal saturations, floating baselines, non-physiological and over-detected artifacts which resulted in inappropriate shock. This shock had an impedance of 127 ohms, which was high within normal limits. Ts provided troubleshooting including recommendations for x-rays and in-clinic evaluation. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise and wandering baseline with the possibility of sense b noise. It was noted that various patient maneuvers were performed and noise was only reproduced in the secondary vector. The shock and oversensing occurred in the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, there have been additional episodes with signal saturations, floating baselines, non-physiological and over-detected artifacts which resulted in inappropriate shock. This shock had an impedance of 127 ohms, which was high within normal limits. Ts provided troubleshooting including recommendations for x-rays and in-clinic evaluation. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, x-rays were taken. Ts analyzed provided x-rays and noted that this system have to be replaced.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise and wandering baseline with the possibility of sense b noise. It was noted that various patient maneuvers were performed and noise was only reproduced in the secondary vector. The shock and oversensing occurred in the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise and wandering baseline with the possibility of sense b noise. It was noted that various patient maneuvers were performed and noise was only reproduced in the secondary vector. The shock and oversensing occurred in the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.